Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please clarify the event description: did 1 box of ahv12 have an incorrect label of ahvm12 on the box? What product was inside the box (ahv12 or ahvm12)? Please forward photos of the box and the incorrect label. What was the lot number on the box? Lot number of product inside box? When was the problem noticed? Will 1 box of ahv12 with incorrect label be returned for analysis?

Event description:
It was reported that the topical skin adhesive had an incorrect label on the package. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # pc-(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Evaluation summary: it can be concluded that batches were not together at any time during the manufacturing, shipping, or sterilization process creating the possibility for a mix up. Based on the sequence of manufacturing and record review there are no indication that product was mixed during the manufacturing or sterilization process.